Event description:
The customer stated an architect i2000sr analyzer generated a false negative anti-hcv result for one patient sample. The result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, architect anti-hcv, list 1l79. (B)(4) - no consequences or impact to patient. (B)(4) - false negative result. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Catalog number, has been corrected to 06c37-25. Further investigation of the customer issue included a review of the complaint text, testing of retained kits, a search for similar complaints, and a review of labeling. A retained kit of architect anti-hcv reagent, list number (B)(4), lot number 05084li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. All generated data demonstrate that the performance of the architect anti-hcv reagent, list number (B)(4), lot number 05084li00 is not compromised. No adverse trend was identified for the complaint issue.